Manufacturer narrative:
The manufacturer was notified on 12/17/2025 that the user experienced a hyperglycemic event with a reported blood glucose of 600 mg/dl on (B)(6) 2025. The user was evaluated at the hospital, received insulin therapy, remained hospitalized overnight, and was discharged the following morning, after which insulin pump therapy was resumed. A review of the information provided by the user indicated that the insulin infusion set and pump remained in use during the hospital stay and that insulin delivery was resumed without reported difficulty following discharge. No additional device performance information was available for review. Based on the information available, the cause of the hyperglycemic event could not be determined. This report is submitted in accordance with MDR requirements, and a supplemental report will be filed if additional information becomes available.

Event description:
On 12/17/2025, the user reported that on (B)(6) 2025 they experienced hyperglycemia with a bg of 600 mg/dl. The user sought medical evaluation after the elevated bg and did not report any treatment prior to arriving at the hospital. The user was evaluated at the hospital, received insulin therapy, remained hospitalized overnight, and was discharged the following day.